Event description:
It was reported that during an open gastrectomy, the device was locked out. The knife did not move forward. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Swing tab in locked position and damaged cartridge shroud. Additional information: at what firing did the device lock out?---yes. Did the device cut or staple? ---no. Was the device difficult to remove from tissue? ---no. The analysis results found that one reload was received with the knife shroud damaged and the swing tab in the locked position; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. No functional test was performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.